Event description:
It was reported that the alert tone for elective replacement indicator (eri) was not heard by the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(4) 2011 device rrt<=2.62 volt, and device eos (end of service) reached 3 months after rrt. Weekly battery voltage trend data shows min bat=2.64 to 2.61 volts between (B)(4) 2011 and (B)(4) 2012. 1 - patient alert for low battery voltage on (B)(4) 2011 02:15:05.